Event description:
Over the last 6 months pt with 5 subtherapeutic and 2 subtherapeutic inrs. Inr goal range 2-3. Admitted (B)(6) 2018 with melena and noted lvad flows of 10 and power spikes of 9-11. Tee revealed no thrombus at this time. Pt now admitted on (B)(6) 2019 for pain under left breast due to splenic infarcts thought to be from lvad thrombus. CT negative for thrombus through intimal hyperplasia growth noted on lvad flow tract. Ldh 572, normal range 200-300; 01/14 lvad flows spiked to 11. Urine remains yellow. Ldh, ast, alt and t-bili wnl. Pt taken to operating room for lvad exchange (B)(6) 2019.